Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Almost a year and a half prior, the patient experienced a loss of therapeutic effect. The patient¿s stomach was bloating and was staying bloated for about 21 hours. It was stated it was like the ¿food was just staying there.¿ the stomach ¿did not go down¿ for more than 20 hours. The patient¿s abdomen was as ¿hard as a rock¿ and was painful. The patient ¿did not think it was working.¿ it was noted the patient was given pills by their gastric doctor, but those were not working. The patient was ¿really uncomfortable¿ when they ate and they also felt nauseous. This was the type of condition the patient had prior to implant. The patient had not been around any source of electromagnetic interference. Information received as of the date of this report indicated the patient had seen the representative about week prior and stimulation was increased ¿like 5 amps.¿ the patient felt great for the first five days after that and they could eat their normal foods, but on the sixth day the patient¿s symptoms were back and they were feeling bloated and nauseous. A loss of therapeutic effect was noted. The patient was inquiring if that was normal. Additional information has been requested, a follow up report will be sent if additional information is received.